Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The treating doctor clarified that the tooth loss was due to an internal root resorption, and the treatment was not the direct cause, however; the treatment aggravated the tooth condition. Align's clinical review of available records signs of cervical root resorption in tooth 2.1 were already evident. If this damage was indeed present before treatment began, it is plausible that the orthodontic movements may have accelerated the resorption process, ultimately leading to the reported extraction. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treated patient reported that had an unexpected extraction (tooth 2.1). The patient didn't need any medical intervention, and medications were not prescribed for this patient